Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the they alleged the insulin pump was under delivering because the insulin was given through auto mode did not correct blood glucose and they experienced the hyperglycemia as well. The customer's blood glucose level was 500 mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose level. The customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the auto mode feature of insulin pump was active at time of high blood glucose event. Customer stated that they made recent changes to the insulin pump programming prior to the high blood glucose. The device will not be returned for analysis.